Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported that during the device replacement procedure, when the leads were connected, 'no stimulation' was observed on ECG. The patient intrinsic rhythm was at 46 beats per minute. The device was not implanted, and no patient complications were reported as a result of this event.